Event description:
During a pfa procedure, air ingress from the sheath was noted after a non-abbott catheter (farawave) was inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.